Event description:
It was reported that pump displayed malfunction alarm code 9 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support guided customer through pump reset process, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction appeared again.